Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the band either broke or disconnected. There were a total of four cases at the same facility. When they used a hemostat to pull the band and bring the sternum together, in some instances the cam disconnected from the 360 locking mechanism; other times the band physically broke. In one instance, two bands broke in the same case; and in another instance only two bands were used in a case. There was a surgical delay of approximately five to ten minutes. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the products not being returned. There were no additional materials provided in the form of photographs, x-rays, scans, or physician's reports to substantiate the complaint. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for sl360 system has a section titled warnings with the following information: intraoperative fracture or weakening of the device can occur if excessive force (torque) is applied. Tension should be applied until the bone halves are approximated and visually contacting. Care should be taken to not over-compress the bone halves. Over-compression may lead to bone damage, tearing of surrounding soft-tissue, or damage to the implant leading to failure of the device. Under compression may lead to poor sternal approximation, reduced implant stability, or nonunion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.